Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error alarm and no delivery alarms. The customer's blood glucose level was reported to be 538.2mg/dl. It was reported that the customer could not exit prime loop. It was reported that the customer treated high with manual injection. Troubleshoot was reported to be conducted. It was reported that the customers pump would be replaced.